Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: g3; h2; h3; h6 and h11. Corrected field: e3. The device was culture tested positive by the customer. The device was tested negative by olympus; therefore, the user request is not confirmed. Based on the information provided, the case does not appear related to contamination and appears related to reported device damage/dysfunction. The customer ordered standard repair: in general, device damages (e.g. Scratches, cracks, foreign objects, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the detailed cds information from the customer, olympus were not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instruction for use (IFU) with product status. After repair and reprocessing by oly, the hmi results were within the acceptance criteria. In addition, the following reportable malfunctions were identified during the device evaluation: air water (aw)-cylinder (tube) has foreign objects." (White foreign material); air water (aw)-tube has foreign objects." (White foreign material). According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: g3; h2; h4; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.